Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty (20) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the port after the medicine was mixed. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured between august 06, 2018 - august 07, 2018. The actual samples were not available; therefore, a device analysis could not be completed for those samples. However, seven (7) unopened companion samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition for all companions samples. Functional testing was performed on one (1) randomly selected companion sample and no leak was observed. The reported condition could not be verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will submitted.